Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stent thrombosis and ischemia/infarct are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that approximately 7 days post stenting of the basilar artery trunk, angioplasty was performed due to thrombus occlusion of the stent. In spite of achieving stent recanalization, one day post angioplasty, a brain stem infarction occurred. The patient was administered 75mg of clopidogrel and 200mg of cilostazol a day. The patient was reported to be bedridden and having a modified rankin scale score (mrs) of 5.

Event description:
It was reported that approximately 7 days post stenting of the basilar artery trunk, angioplasty was performed due to thrombus occlusion of the stent. In spite of achieving stent recanalization, one day post angioplasty, a brain stem infarction occurred. The patient was administered 75mg of clopidogrel and 200mg of cilostazol a day. The patient was reported to be bedridden and having a modified rankin scale score (mrs) of 5.